Event description:
Joint pain, high blood pressure, heart palpitations, hair loss, dry skin, memory problems, drooling, confusion, no sex drive, and muscle weakness. Dates of use: (B)(6)2011 - (B)(6) 2016. Is the product compounded: no. Is the product over-the-counter: no.